Event description:
It was reported that a cdh25 was used during an unknown procedure. It was reported by the affiliate that the surgeon fired the stapler and had a leak along the posterior portion of the anastomosis. There was no consequence to the pt.